Event description:
My mother was on the bipap v60 and trilogy 100, after being on these devices approximately six months she started having symptoms of shortness of breath, lethargic. She had been hospitalized four to five times on acute on chronic respiratory failure, acute on chronic respiratory failure with hypoxia and hypercapnia, congestive heart failure, copd, essential hypertension chronic, acute encephalopathy, septic shock. And on several medical records the doctor stated poor data quality. And I'm afraid this machines is really what killed my mother. Up until this point my mother had not seen a doctor since 1985 because her health was very good. Please help me look into this so no other patients will have to go through the lost of a loved one due to machines and devices. And is there some way you can help me get some kind of justice 4 my wonderful mother (B)(6). She has been in and out of the hospital so many times that I really don't know the dates of all the times she was in, I can't meet read medical records the way the doctor writes them. FDA safety report ID# (B)(4).